Event description:
Consumer complaint of blood result reading of "hi". Last blood results in memory: "hi", 392mg/dl, 477mg/dl, 527mg/dl, 488mg/dl. Performed back to back blood glucose tests with results of 502 and 552mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Last blood results in memory: "hi", 392mg/dl, 477mg/dl, 527mg/dl, 488mg/dl. Performed back to back blood glucose tests with results of 502 and 552mg/dl. No adverse event reported.